Manufacturer narrative:
Full name of the facility is (B)(6) general hospital. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material clogging the nozzle. This is attributed to the failure to clean adequately. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to burn on distal end cover (c-cover), insulation resistance value at distal end does not meet the standard value adhesive on distal end rubber coating (a-rubber) has a chip, a crack, and white-clouded area; due to wear of angle wire, the play of up/down knob and bending angle in up direction is out of the standard value; electrical connector (el-connector) has discoloration due to water invasion; universal cord has a wrinkle; c-cover is deformed; adhesive around light guide (lg) lens has white-clouded area; connecting tube has a cut; adhesive around objective lens has white-clouded area; and switch (sw) sw1 has a scratch. User complaint of poor air/water supply was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of poor air/water supply. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material clogging the nozzle. This is attributed to the failure to clean adequately. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The following information on reprocessing was provided: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. It is not possible the device was used in a case with the foreign object attached to it. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was that the foreign material was larger than the inner diameter of the air / water nozzle, flowed, and got clogged inside the air / water channel. How the foreign material flowed inside the channel could not be determined. Olympus will continue to monitor field performance for this device.